Event description:
Literature was reviewed regarding acute ventricular assist device (vad) failure due to an outflow graft dissection flap which was successfully treated with stent placement. The authors described a patient who experienced progressively worsening dyspnea on exertion. A transthoracic echocardiogram was performed and showed moderate continuous aortic valve regurgitation. The patient subsequently underwent a ramp study in which the ventricular assist device (vad) speeds were increased, and at that time the patient¿s international normalized ratio (inr) was found to be subtherapeutic. Three days later, the patient presented to the emergency department with complaints of generalized weakness and sudden onset dizziness. The vad also exhibited low flow and low power alarms. The patient was cold and clammy, tachycardic with faint pulses, and hypotensive. The vad exhibited ¿negative flows with no pulsatility index and flat power current¿. The patient¿s inr was subtherapeutic at 3.3, and the patient was admitted to the cardiovascular intensive care unit for cardiogenic shock. The patient was started on a dobutamine infusion and unfractionated heparin for thrombosis. Computed tomography angiography (cta) chest revealed concerns for a filling defect in the outflow graft anastomosis. Pulmonary artery catheterization was performed, and a catheter was also used to engage the outflow graft revealing a tapered obstruction at the anastomosis site. The occlusion was suspected to be thrombotic in nature. Tissue plasminogen activator (tpa) was infused directly into the outflow graft. Due to a lack of response to the thrombolytics, cta was reevaluated, and it as believed that a flap from neointimal hyperplasia at the level of the anastomosis may have dissected. Tpa was stopped, and the patient was brought back to the catheterization laboratory. An embolic protection device was deployed in each internal carotid artery and a stent was also deployed. Immediately after deployment vad flows increased. The carotid artery filters were removed with no evidence of emboli. Two days after the procedure, the patient¿s inr normalized and the patient was subsequently discharged. The vad and outflow graft remain in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: doi: (B)(6), additional products: d1: heartware ventricular assist system ¿ outflow graft d4: d9: no h4: mfg date: h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event is a duplicate of FDA report number 3007042319-2020-06856. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.